Event description:
The cardiac stabilize's flexible arm broke apart during a beating heart CABG procedure. The case had to be converted to an on-pump bypass CABG. There were no pt complications reported as a result of this product failure.